Manufacturer narrative:
After further evaluation, the suspect medical device was changed from calcium, list number (B)(4) ((B)(6) , germany as manufacturing site) to architect c16000, list number (B)(4) (irving, tx (B)(4) manufacturing site). MDR number 3016438761-2021-00235-00 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from calcium, list number (B)(4) ((B)(6) , germany .

Manufacturer narrative:
Patient identifier: sid (B)(6) (too long in length to put in field). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed calcium result for a patient when using the architect c16000 processing module. The following data was provided on (B)(6) 2021: sid (B)(6) = initial result = 0.71 mmol/l, repeat = 2.40 mmol/l (c4 analyzer), repeat on another analyzer in the lab (c3 analyzer) = 2.34 mmol/l. There was no impact to patient management reported.